Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and mesh was implanted. Four days following the procedure, the patient developed a fever and had inflammation reaction in the injury part. It was reported that two months following the initial procedure, the patient experiences continued arthralgia. The cause was unclear though the patient had some medical examinations including rheumatism at plastic surgery and orthopedics. The physician opined there was a possibility that the patient experienced allergic reaction to components of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information:contact office: (B)(4).